Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "unable to get the inner packaging out".

Event description:
Company representative reported that "healthcare professional was unable to get the inner packaging out. They were able to get the implant out without contamination and used the implant". This record is for an unknown side. The device remains implanted.